Event description:
During set up for arterial line placement a leak was discovered during inspection of the device. The pressure monitoring set was leaking around the fluid chamber. Discovered prior to use- no patient harm. Edwards truwave, 3cc/84 inch, ref px284, 66321914.